Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0210500899, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for a foreign clinical study reported a lack of efficacy, which included emergencies and night leaks. Reprogramming was done on (B)(6) 2017. The event was ongoing and no additional information was available. No surgical intervention occurred or was planned. Relevant medical history included idiopathic urinary incontinence since 2005. No further complications were reported/anticipated. Additional information received reported a lack of efficacy (return of urgencies and night leaks). The device was reprogrammed but the event is ongoing. The investigator assessed the event as not serious, not related to procedure, and related to the stimulator and stimulation. No further complications were reported/anticipated. Additional information received reported that it was not related to stimulator and related to stimulation only. No further complications were reported/anticipated. Additional information received reported one of the batteries has ran out at the follow-up visit on (B)(6) 2020. A change of battery has been scheduled to be replaced on (B)(6) 2020 under local anesthesia.